Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant upstream occlusion alarm, which was not reproduced during evaluation dues to a constant air in line alarm. The symptom was confirmed during a review of the device event history log. Evaluation found the upstream sensor's current readings were below specification. The upstream sensor was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.